Manufacturer narrative:
Continuation of d11: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: product type catheter product ID 8596 lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the patient had a cerebrospinal leak. It was reported that a system revision occurred and no complications were encountered.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8596, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8596, serial/lot #: (B)(4), ubd: 02-apr-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), regarding a patient receiving an unknown drug via an implantable pump for spinal pain. It was reported the patient had a pump revision approximately 2 years ago but has had very poor results after the revision. Subsequent evaluation including radiographic evaluation revealed likely dysfunction of the catheter with fracture of the catheter tip. After consultation in the office, it was felt that he would benefit from revision of the intrathecal catheter and/or pump as indicated. A surgical procedure occurred on (B)(6) 2015. During the procedure, the anchor was easily identified. There was definitely an old catheter approximately two versions, though, still from the pump. It was spliced through the small catheter one version that appeared to be one that penetrating the thecal canal. A posterior tube was placed around the catheter that appeared to penetrate the thecal canal and it was removed. It was indeed transected approximately at the level of the insertion into the bony processes of the spine. There was no evidence of csf leak suggesting that it was not in the intrathecal canal. A new catheter was implanted.